Event description:
The pt was bilaterally implanted with smooth saline mammary prostheses on 7/23/98. Subsequently, the pt experienced bilateral deflations and delayed wound healing. The device were removed on 9/21/98.